Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine procedure to replace the device, the lead was found to be kinked and insulation damage was noted at the kink. A splice kit was used to repair the lead and it remains in use. No patient complications have been reported as a result of this event.